Manufacturer narrative:
Updated: b4, g4, h6. H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. If action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that this 64-y-o patient with a valve model 3300tfx25 implanted in the aortic position underwent a valve-in-valve intervention after an implant duration of 7 years and 6 months. A 26mm sapien3 valve was implanted within the edwards surgical valve using the transfemoral approach. No additional information was provided.